Event description:
On (B)(6) 2012 the reporter contacted animas to obtain supplies, and during the course of the call mentioned that the patient had been hospitalized with diabetic ketoacidosis (dka). There is no additional information available at this time. Customer support has attempted to contact the reporter for further information and to troubleshoot the pump without success. This complaint is being reported due to the allegation that the patient experienced dka with hospitalization while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.